Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 94mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. The device was received with scratched display window, cracked case at the screen corners, and missing end cap sticker.